Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Device not returned.

Event description:
It was reported that the customer was having difficulty calculating a bolus and thought that the pump was not calculating the amount correctly. Tandem technical support educated the customer on how to enter the information for a bolus. The customer entered the appropriate numbers and the pump bolus calculation was correct. The customer was satisfied. There was no reported impact to the customer's blood glucose level.